Manufacturer narrative:
The device was returned as part of the asset return process. The device evaluation found scope cover had a scratch, control unit was discolored suction cylinder was discolored, air leak inspection failed. Switch 1 had a scratch, switch box had a scratch, right left knob was discolored, upward/downward angulation control knob was discolored. Due to a crack on plug unit, water tightness is lost. Scope connector had a scratch and was discolored. There was leak found between distal end and hold ring due to a crack on distal end. The cover on light guide bundle was damaged, connecting tube had a scratch and parts were deformed. Adhesive around lens was worn out. Light guide lens chipped, and inspection failed. Universal cord had coating peeled off. Insertion tube buckles and coating was peeled off. The light guide arm had appearance defect. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera iii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, foreign material and corrosion were found at the distal end of the scope. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to the foreign material may not have been removed due to physical damage of the device. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) which state: inspection of the endoscope :inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating,holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts,protruding objects, or other irregularities. The event can be prevented by following the instructions for use (IFU) which state: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Olympus will continue to monitor field performance for this device.